Event description:
The patient has two leads (off-label use) with the same lot number. It was reported the patient's leads were revised due to lead migration. It was also reported the physician added two extensions to the scs system. Post-op programming achieved effective coverage/stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.